Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit turned off while still connected to patient. There was no patient harm reported.

Manufacturer narrative:
A getinge field engineer(fse) evaluated the iabp device. The fse confirmed power off in logs. Device was running on battery power and when batteries were depleted the device powered off. Batteries were fully charged when the fse arrived on site. The fse was unable to duplicate the issue. The device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.